Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2008, with a 90%, heavily calcified, de novo lesion in the distal right coronary artery (rca). It was noted that the vessel was slightly tortuous. A guiding catheter was cannulated to the target vessel. The target lesion was crossed with a guide wire and balloon angioplasty was conducted. An intravascular ultrasound was also conducted. Then a 2.5 x 28mm cypher stent was being delivered to the lesion but it became stuck at the distal end of the mid rca. Therefore, the guiding catheter was deploy engaged and the physician managed to deliver the cypher. While inflating the cypher, the physician confirmed that the balloon ruptured as contrast medium was observed leaking from the distal end of the balloon. The inflation time and pressure were unk. The stent was underdilated, therefore, the cypher was removed from the pt and pre-dilation was conducted with a balloon catheter. A different cypher was implanted without any complications. There was no injury to the pt. The physician commented that while delivering the cypher he pushed it strongly as it had become stuck in the mid rca. Therefore, the cause of this event might be that the balloon became damaged due to calcification.